Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number 3006705815-2020-00972.

Manufacturer narrative:
Implant date is unknown at the time. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number :3006705815-2020-00972. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was taken on (B)(6) 2020 to have the lead relocated. Note: it is unknown which lead is liable, as such both are being reported.